Manufacturer narrative:
Results evals (other): investigation: smiths medical intl's investigation stated that the event sample was returned and it was confirmed that the inflation line was detached. A review of our complaints history confirmed this to be the first complaint for the two possible product lot numbers given and the first complaint of this nature for this product code. A technical documentation review was carried out which raised no anomalies. Root cause: we are unable to assign a definitive root cause for this incident, however, we have determined the potential root cause to be either, or a combination of the following: excessive force - it is possible for a sharp pull to dislodge the pilot balloon during use. There is evidence of solvent application on the inflation line. Insufficient solvent - insufficient solvent applied during assembly could result in the pilot balloon becoming detached from the inflation line during use. It is noted that this prod has remained functional for five days prior to the detachment. Corrective action: design and implementation of new solvent dispensers to better control the application of solvent. This was initially implemented in july of 2006 and the assembly process revised in late 2007. In view of this being the first incident for this prod code, this complaint will be closed without the need for further corrective actions. This file is logged for trending.